Event description:
The (B)(6) complaint handling unit reported that the blade could not be locked. The patient had a trochanteric fracture on the left femur with involvement of the greater trochanter and was treated with locking compression plate, lcp dhss system. During surgery, the surgeon decided to remove the plate to reposition the blade in spiral. Using a manual maneuver he attempted to remove the plate but because of resistance, force had to be applied. During a second attempt the surgeon was able to remove some of the plate but it was not possible to remove the spiral blade. Currently there is no slippage of the blade into the cylinder but if there is rotation of the leaf stem into the cylinder of the plate it is possible that a blockage could occur in the spiral blade especially if the cover is not replaced. Patient is being monitored.

Manufacturer narrative:
Device was used for treatment. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.